Event description:
Middle aged patient collapsed on the ground in the hospital unit. A code head bleed and a code blue were called and the patient was placed in cervical collar, placed on a stretcher, and transferred rapidly to the intensive care unit (ICU). The patient remained in the ICU for treatment cardiac arrest secondary to an acute pulmonary embolus. He remained in a collar. Several days later, the patient complained of mild pain from an abrasion on the back of his head. The wound was assessed, and no drainage was noted. The wound nurse was consulted. The wound nurse was consulted for two areas of redness, on the patient's shoulder and head, likely related to the c-spine collar. Both areas appeared to be unstageable. The presumed underlying etiology as pressure related to the rigid spinal collar.